Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The joystick was returned for evaluation, and subsequent testing verified the complaint. The underlying cause was identified as the inductive coil had damaged wires

Event description:
Joystick has a dead spot in it at 7 & 8 o'clock position.